Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 our affiliate in (B)(6) received a phone call from a patient (pt) reporting that he/she changed from acuve2 define contact lens to the 1-day define lenses on (B)(6) 2016. The pt reported that his/her eyes were fine on the first day of wear. The pt reported that on (B)(6) 2016 his/her eyes felt "very uncomfortable." The pt reported that he/she removed the lenses and noticed that the eyes were red. The pt also reported that the eyes did not get better overnight. The pt reported that he/she went to an eye care provider (ecp) on (B)(6) 2016 and was diagnosed with keratitis ou. The pt reported that he/she received tobramycin eye drops, levoxacin eye drops, and vitamin a ointment to be used once every hour. The pt reported that he/she was experiencing discomfort, tearing, and photophobia. The pt also reported that he/she had a follow-up appointment the following day. It is reported that the pt wore lenses from the same lot number in both eyes. On 02 sep2016 additional information was received from the affiliate as follows: the pt called to provide a follow-up on his/her eye condition. The pt reported that "redness and photophobia no longer existed, however her eyes still feel sore sometimes, with the feeling of tearing." The pt reported that the treatment is on-going and is now using eye drops and ointment every 2 hours. On 06sep2016 additional information was received from the affiliate as follows: the pt called to report that he/she had a follow-up visit to the eye care provider (ecp) and was advised that the "eye condition turned better." The pt reported that the treatment regimen had not changed. On 09sep2016 the affiliate received the pts medical report. The additional information was received as follows: date of visit: (B)(6) 2016. Chief complaint: redness; foreign body sensation of both eyes for 1 day. History of present illness: redness, foreign body sensation, photophobia, tearing of both eyes from yesterday, no significant increase of secretions, myopia, wearing daily disposal scl for ten years, wearing new scl for 4-5 days, no other special symptoms, good health, deny the history of drug allergy. Physical examination: -vod 0.1/1.0/33cm,corrected visual acuity: 1.0. Vos 0.1/1.0/33cm,corrected visual acuity: 0.7. Conjunctival congestion(+),scattering corneal infiltration, fl(+),anterior chamber(-), round pupil,lens clear. Nct: od: 15.3mmhg, os: 15.3mmhg. Diagnosis: keratitis. Prescription: levofloxacin eye drops, 1 drop/time, q2h tobramycin eye drops, 1 drop/time, q2h vitamin a palmitate eye gel, 1 drop/time, bid. Advice: stop wearing scl, visit tomorrow, visit at any time if uncomfortable. This report is being filed for the pts od event. The pts os event will be filed as a separate report. No suspect product has been received for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3319850458 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.